Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p405, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had gone through the hospital security gates several times and all of those times the patient had their stimulation turned on. The last time when the patient went through the security gate, they felt severe pain from the waist down to bilateral legs. This was a sudden change in symptoms. The pain was so severe that the patient couldn't walk. The patient's therapy was on. The step taken to resolve the severe pain in the waist and legs after going through a security gate was that the patient turned off the bladder control therapy while waiting in the emergency. The severe pain had resolved and the patient didn't go under security gates.